Event description:
Customer reported hospitalization due to high blood glucose. Customer suffer from gastroparesis. Customer was constantly vomiting. Customer had blood glucose readings of 309 mg/dl and 389 mg/dl without the insulin pump. The high blood glucose reading was 426 mg/dl, after eating a clear diet of popsicles and sweet tea. An hour an a half later, the blood glucose decreased to 361 mg/dl. The current blood glucose reading is 240 mg/dl. Customer has used the new insulin pump for two months. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.